Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that a malfunction involving the bd silicone foley catheter. According to the customer, the balloon on several units from his current supply is not holding pressure, failing to remain inflated during use. They stated that the issue occurred during normal application and that the balloon deflated shortly after inflation, preventing the catheter from functioning as intended. The customer receives their supplies from liberator medical every three months and noted that the affected units were part of his most recent shipment. They indicated that the recurring balloon failure was impacting the expected performance of the product and reducing the number of usable catheters available to them.